Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were confirmed via the submitted log file. Although a specific cause could not conclusively be determined through this evaluation, according to the account, the low flows were due to dehydration, fever, and gastrointestinal bleeding. A direct correlation between (B)(6) and the reported events could not conclusively be determined through this evaluation. The submitted log files contained data from (B)(6) 2020 to (B)(6) 2021. Pump speed remained above the low speed limit for the duration of the log files. The log files recorded transient low flow events, starting on (B)(6) 2020, when the estimated flow rate was recorded below 2.5 liters per minute (lpm). The log file appeared to show the pump operating as intended. The patient is currently ongoing on heartmate ii left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of this IFU lists bleeding and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Also, in section 6 of the IFU, under ¿preparing for sleep,¿ the patient is provided instruction to ¿always connect to the power module or mobile power unit for sleeping, or when there is a chance of sleep.¿ if a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient prior to battery depletion. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow events were observed at times when pi (pulsatility index) was elevated. It was reported that the cause was dehydration, low-grade fever with body temperature (bt) around 99-100 f, and melena. The patient was given fluid infusion. Hemoglobin was 10.6 g/dl from 10.3 g/dl. Status post esophagogastroduodenoscopy (egd) on (B)(6) 2021 with findings of candida esophagitis status post biopsies¿negative for fungus. Patient was given protonix 40 mg twice a day. Hemoglobin was monitored. Patient was stable and sent home.